Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a recurring no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl. During troubleshooting, customer stated the event was resolved by changing the complete set (infusion set and reservoir) . The insulin pump was not replaced or returned for analysis.